Manufacturer narrative:
The complaint was not confirmed. The returned pump was visually inspected and showed no physical damage on the unit. Further review of the pump sub-assembly and components showed no issues with the latch door or tubing connector. The pump was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered. Among the most common causes for this type of issue/occurrence are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump.

Event description:
It was reported that during a knee arthroscopy with menicus refixation the pump delivered too much water. The pressure detection probably did not work. It was suspected that patient got a compartment syndrome, but this was not confirmed. The pump tubing was replaced and there was no more problem with this patient. No harm for patient, operator or third party was reported. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. Update swit 15-mar-2021: the tubing was discarded by the facility. Setting of the pump was 50mmhg. There was no error message. The clamping test is always performed in the course of flushing the tubing and after connection to the shaft.